Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was very slow. A technical support specialist (tss) dialed into the station and verified the station database size. The proxy connection was checked and confirmed not in use. The speed and duplex settings were reviewed and updated from auto negotiation to half duplex. The station debug logs were checked, and no slowness was identified in barcode scanning, fingerprint witnessing, or the login process. The case was closed due to no response from the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was very slow during login and while scanning the medication, which located on dou. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.